Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After an implantation period of approx. 15 months a dislodgement of the atrial lead was reported.

Manufacturer narrative:
The revision took place on (B)(6) 2019. Measured values during revision were 5.8-7mv, 448ohm, 0.5v. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the available x-ray images which could confirm the clinical observation. However the root cause could not be determined based on the provided information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.